Manufacturer narrative:
Concomitant medical products: product ID: 638rl34 heart ring, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were short v-v intervals on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.